Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 415 mg/dl. Customer had her set detach from her site and didn't notice until she got and tested. Customer declined to troubleshoot for her high blood glucose. The product was not returned for analysis.